Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient called to inquire about implanted device information for an MRI. The patient said they went to get one yesterday, but didn't bring a pump or a card. Implant information and MRI scanning guidelines were reviewed with the patient. The patient reported their ins hadn't been working for "just like 100 yrs." The patient also said that for "months and months" their external controllers had not been connecting. The patient said when this happened in the past they would go to a doctor's appointment and the manufacturer representative (rep) would get things to connect. The patient mentioned they were scheduled for a replacement in 2-3 weeks. The patient was offered assistance with connecting over the phone to review MRI mode, and the patient was able to successfully connect to their ins and activate/deactivate MRI mode. The patient was emailed instructions for how to activate MRI mode.